Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product and lot number is unknown.there was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for use error-breach in aseptic technique is confirmed and the assignable cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During follow up of a supposed contaminated heater line reported by the home patient (hp). The hp clarified that he had no recollection of reporting a contaminated heater line during setup. The hp stated that he had left the transfer set open after disconnecting from the setup. The hp reported receiving antibiotics after reporting the issue to the registered nurse (rn). There have been no other issues with therapy and there was no other patient injury or medical intervention reported.